Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument has frayed grip close and pitch up cables, however, there are no cables broken. Tip cover should protect cables when installed. Therefore, cables most likely have been damaged from rough handling during cleaning. Engineering also observed the distal end of main tube has a 4" long section with material removed all around the tube. The damaged area is parallel to tube axis. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci s surgical procedure, the monopolar curved scissors instrument collided multiple times with another instrument. The wire broke and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.